Event description:
It was reported that the physician requested review of device data after the patient presented to the emergency room (ER) with reports of receiving shocks. Upon review, it was found that there were eight ventricular episodes noted with total delivery of five shocks, 41 joules each and 14 anti-tachycardia pacing (atp) therapy. In addition, it was noted that the patient's self-conducted ventricular rhythm accelerated from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone after atp therapy was applied. The device then delivered two 41 joule shocks before the ventricular arrhythmia spontaneously converted on its own. The physician planned to consult with cardiology for further rhythm analysis and programming optimization recommendations. The device system remains in service. No additional adverse patient effects were reported.